Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an event of occlusion alarm on (B)(6)2024. Patient reported that the occlusion was in the tubing. Patient also experienced high blood glucose level. Blood glucose level was displayed high at the time of the event. Patient took correction injection via mdi for the treatment. Patient changed his site/cannula only and resumed insulin. No further information was available.